Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient had ineffective stimulation on the left side. Evaluation by field representative confirmed that the left side of the lead was completely impeded. Surgical intervention may be taken at a later date to address the issue.